Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided. Post-market safety reviewed this case where a patient death was reported and the medical device was being used for diabetes management at the time of death. According to the report, the patient's mother called to donate, or return the replacement controller received reporting it was not needed because her son had passed away in (B)(6).

Event description:
It was reported that the patient was admitted to a rehabilitation facility for substance abuse treatment. The pod was replaced and approximately 24 hours later, ((B)(6) 2023) the patient was found unconscious. The patient was revived and placed on a ventilator. The patient blood sugar was reported to be 25 at the time of the event. Due to the lack of oxygen and absence of brain function, the ventilator was removed after 2 weeks, and the date of death was reported as (B)(6) 2023. The cause of death per the death certificate is listed as unknown. There were no allegations of a device deficiency or malfunction contributing to the patient death. Multiple attempts to obtain additional detail specific to the device status have been unsuccessful.